Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the tissue was not completely stapled after using a sureform 30 curved-tip stapler instrument with a white reload accessory. The blade of the reload accessory was also noted to be "turned back on itself". Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. An advance stapler log review shows the sureform 30 curved-tip stapler instrument, (lot number: u82240528-0116), was installed on the system 3 times and fired 3 white reloads. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs. The probable root cause could not be determined based on the provided information.